Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery using the expedium verse system was performed for proximal/distal adjacent kyphosis after the procedure of lumber bursting fracture. The fixed area was t11-s2. During the surgery, the following were confirmed by the surgeon regarding tab breaker body (part#: 299704310, lot#: pu118687) and tab breaker cap (part#: 299704315, lot#: pu115145). The tab breaker could not hold the broken tabs already removed. The broken tabs were falling in the operative field. At the time of breaking a couple of tabs, the tip of tab breaker got broken and dropped from the breaker body. The surgeon successfully removed all the tabs by continuing to use the broken tab breaker. The surgery was completed without any delay, and there was no adverse consequence to the patient. In comparison with the previous complaint per (B)(4), the tab breaker got broken in earlier stage of the procedures. We are required to submit an investigation report based on our manufacturing record and so on.

Manufacturer narrative:
Product complaint # (B)(4). Device was received at the investigation site on 11dec2017. Upon inspection, there was no noted malfunction/damage. The device did not cause or contribute to the reported even and as such is considered concomitant. Device is not a reportable malfunction.